Manufacturer narrative:
Edwards received additional information that the valve in valve procedure was completed.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient was given medication to treat the condition. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the thrombosis, regurgitation, and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed at this time. A supplemental report will be submitted upon completion.

Event description:
It was reported that a 27mm pericardial mitral valve was failing after an implant duration of 2 years, 1 month due to severe stenosis, regurgitation, and valve thrombus and is being scheduled for a valve-in-valve procedure. Within approximately a year of implant patient had mitral valve dysfunction with both significant regurgitation and stenosis which was thought to likely be related to thrombus associated with the valve. The patient was placed on long-term anticoagulation.